Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been received by the manufacturer at the time of this report. Visual inspection was conducted of photos submitted with the complaint. Photo 1 shows a device in packaging. In photos 3 and 4, damage to the tubing component of the device can be appreciated, however the damage cannot be perceived clearly from the photo. Such damage cannot be noted in the photo 2. The device sample involved is necessary to perform a better inspection in order to determine damage in tubing and perform the functional test applicable. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Physical sample is necessary to conduct a proper and thorough investigation to confirm the alleged defect, to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based on information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "doctor in (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During the visual inspection, it was revealed that residue was sitting on the jet , jar, cap, and mask. It was also observed that the tubing was bent/kinked. Also, it was noticed that the rim of the jar is damaged; there are cracks on the rim. A functional inspection was performed to determine if the nebulizer would mist and leak. 5cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Mist was produced from the chamber of the nebulizer and there were no leakage issues. The reported complaint that the nebulizer does not produce mist and that it leaks could not be confirmed through functional inspection of the returned sample. Functional inspection of the unit indicated that mist was produced and that there were no leaks.

Event description:
Customer complaint alleges "doctor in first hospital of (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".